Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection or irritation and no issues were found. Although the investigation found no evidence of any damage, the exact cause of reported infection and irritation could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that an infection had occurred while wearing the pod. The patient noticed the infection when the pod was removed from the infusion site (leg). The patient unused antibiotic ointment for treatment.